Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported the cause of the peritonitis was due to a break in aseptic technique. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report involved a use error and there was no allegation of a device malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of a break in aseptic technique and refractory peritonitis with culture positive for enterococcus faecium in a male patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag g-2.5% therapy (2l, 4 times per day) intraperitoneally (ip) for uremia. On (B)(6) 2012, dianeal pd4 ultrabag g-2.5% was temporarily withdrawn. On an unreported date, the patient experienced a break in aseptic technique, further described as poor hygiene. On (B)(6) 2012, the patient experienced refractory peritonitis and was hospitalized the same day. On (B)(6) 2012, the patient was treated with cephradine and amikacin (dose and frequency not reported, ip). On (B)(6) 2012, the patient was treated with linezolid and imipenem (dose and frequency not reported, ip). At the time of this report, cephradine, amikacin, linezolid and imipenem antibiotic therapies were ongoing. It was not reported whether the patient was retrained in aseptic technique. At the time of this report, the patient remained hospitalized. At the time of this report, the patient had not yet recovered from the refractory peritonitis with culture positive for enterococcus faecium. The outcome for the break in aseptic technique was not reported. At the time of this report, acute enteritis, segmental terminal ileum necrosis and segmental necrosis of the right colon were ongoing. Per the physician, the event of peritonitis was unlikely related to dianeal therapy. An opinion of causality was not provided for the break in aseptic technique.